Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that an oxygenator was displaying poor performance. The entire tubing set was changed out before it could induce ischemia. With 100% fio2, a gas flow rate of 61, the po2 only reached 158 exiting the oxygenator. The co2 level was 34.9 and the act (activated coagulation time) was over 500. Ref: (B)(4).